Event description:
It was reported that during a laparoscopically assisted vaginal hysterectomy procedure, the device coagulated less than expected. It was also noticed that the knife blade would advance even with the locking switch on. A competitor's device was used to complete the procedure. There was no adverse consequence to the patient.

Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B) (4). (B) (4). Device was not returned the complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.